Event description:
It was reported that during a laparoscopic low anterior resection, the echelon was articulated before stapling tissue. After stapling without problems, it was not possible to de-articulate the echelon. Surgeon had to break the articulation point in order to retrieve the stapler from the abdomen. Completed with same like device.

Manufacturer narrative:
(B)(4). Eval: buckled knife, damaged articulation link. The analysis results of the device was received with the articulation join damaged. Furthermore, the closing trigger and anvil were noted to be in closed position; a fully fired reload was loaded into the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the knife was found buckle and the connector articulation broken. Please note that in order to articulate or disarticulate the device, the jaws must be opened. Pull the fins of the rotating knob back with the index finger and apply a sweeping motion towards the side articulation is wanted while gently pushing the instrument handle towards the grounding surface. Maintain the jaws pressed against the grounding surface during this action. Once the desired articulation angle is reached, release the rotating knob to lock the angle. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.